Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a laser presented with a problem during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The phaco handpiece printed circuit board (pcb) was returned and a visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated company system in an attempt to replicate the reported event. During sample testing, an unrelated system message (sm) "laser controller power reading mismatch error. Laser functions will be disabled" was displayed. This was resolved by performing power monitor (pmon) calibration. The reported sm ¿laser controller shutter open for too long error. Laser functions will be disabled¿ was not replicated and the laser was found to operate as intended. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The phaco handpiece printed circuit boards (pcbs) were replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on may 18, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to pcbs. (B)(4).